Manufacturer narrative:
Initial implantation details unavailable at the time of this report. This report is filed on august 09, 2016. Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to reported non-use and healing issues at abutment site.